Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "cassette not attached properly" alarm when connecting to pump. It was reported that the patient needed to receive equivalent of under-infused portion of dose as a separate dose, outside of the original time frame. No reported adverse effects or patient injury.